Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose of 48mg/dl and treated with food. Customer indicated that their blood glucose value was unknown at the time of the call. There was no indication that the insulin pump over delivered insulin and customer indicated that the pump programming is correct. The customer indicated that their low blood glucose was due to over exercising. The customer was assisted with troubleshooting which was successful. Customer was advised to monitor the pump and blood glucose and call back if any further issues.